Event description:
It was reported that the zimmer meshgraft ii loaner unit tore the skin.

Manufacturer narrative:
The device has not been returned for evaluation. A follow up medwatch will be submitted once the device is returned and the investigation is complete.